Event description:
The reporter indicated that a 13.7mm vicmo 13.7 of -9.00 diopter was implanted into the patients left eye (os) as an exchange lens on (B)(6) 2023. Low vault is observed. Lens remains implanted. Doctor chose to continue to observe the changes in vault. Reference MFR # 2023826-2023-04368 for initial lens.

Manufacturer narrative:
Additional information: h6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).